Event description:
Port-a-cath has been causing a lot of pain. No one has been willing to take it out because of tissue damage because of leaking of first port-a-cath. The pain has become so intense that facility has decided to change their position and take it out. When pt went to facility they discovered from an x-ray that it has broken into multiple pieces. Pt was to have surgery the next day for melanoma and one piece of the port-a-cath is 3 inches long is lodged is near pt's heart that they cannot sedate them for the melanoma surgery or port-a-cath removal. They cannot remove the device without some type of sedation. The postponement of the melanoma surgery was decided by 3 drs for an evaluation of this critical situation this week. The melanoma was misdiagnosed by the same hosp that placed both broken port-a-caths. This is a very critical, life threatening situation. Pt has no medical coverage and facility is helping pt. Another hosp implanted both port-a-caths.